Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited low pacing impedance. No intervention was performed. Patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.